Manufacturer narrative:
Initial reporter health professional/ occupation information not provided. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and color bars were shown. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center image was lost during procedure; however, picture was obtained by moving the mouthpiece. The operation was completed with the same device and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that the image disappeared due to a worn-out scope connector which caused the electrical connection with the processor to become unstable, resulting in a failure in video transmission. However, the specific root cause of the worn-out scope connector could not be determined at this time. Olympus will continue to monitor field performance for this device.